Event description:
Report received from the united states indicating that the device "gets hot bits won't lock." It is known that the device was not used in surgery and there were no injuries. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).